Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: b6; d8; g3; h2; h6 and h11. The instrument has not been returned to olympus, so the results of the culture test by olympus are not available. The confirmation result of the positive culture test where from the user-reported event. The results of the culture test at a third-party institution provided by the user: sampling date: (B)(6) 2025, sampling from: water colonoscope, cfu: none, bacterial identification: no growth. Sampling date: (B)(6) 2025, sampling from: water colonoscope, cfu: 1 colony forming unit (cfu), bacterial identification: coagulase negative staphylococcus. Sampling date: (B)(6) 2025, sampling from: water colonoscope, cfu: <15 colony forming unit (cfu), bacterial identification: mixed coagulase negative staphylococci. Based on the data provided, the case can only be partially assessed. The device was not returned so a device inspection and additional hygiene microbiological investigation (hmi) by olympus were not performed. Customer hmi showed contamination with coagulase negative staphylococci. This could indicate potential lapses in aseptic techniques during sampling and culturing. Customer achieved negative hmi and declined to return the endoscope. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope tested positive for 1 cfu's (colony forming units) of coagulas negative staphylococcus. The device was then retested on (B)(6) 2025 and tested positive for less than 15 cfu's of mixed coagulase negative staphylococci. A final test was performed on (B)(6) 2025, which resulted in no growth. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.